Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the device met specification. Per the event description, the complaint is not related to the product malfunctioning in any manner, but is most likely due to the position of the device during the procedure. A lot history search was performed and found no similar complaints against lot numbers 8546754. A review of anomalies were noted.

Event description:
A patient, received hepatic radiofrequency ablation therapy in 2007. The target lesion was located at the upper lobe of the liver near the heart. The ablation therapy was performed via a percutaneous approach under echo. After numerous attempts at ablation, proximally from the distal lesion and half deployment of the times, the physician noted a change in the pt's vital signs. The complainant noted that the patient suffered cardiac tamponade during retraction of the times. The pt was taken to surgery and treated successfully. The pt's health status remains stable. It is important to note that, the physician stated that no problems occurred with the product and they should have been more careful using the device in this procedure.